Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the patient presented the hospital with dizziness and a heart rate of nineteen beats per minute. The implantable cardioverter defibrillator (ICD)nd right ventricular (rv) lead are suspected to have a connection problem which resulted in a pacing problem, high pacing impedance, intermittent capture, and oversensing. The device was explanted and replaced and the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.